Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that the insulin pump froze and that she was unable to clear the alarm. The customer's blood glucose was 150 mg/dl. Troubleshooting was done. The customer stated that prior to the alarm, she had received a low alert and changed the battery. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during and no frozen screen noted. The insulin pump has cracked case at display window corner, battery tube threads, reservoir tube lip and minor scratched display window.